Manufacturer narrative:
Additional device product codes: erl, hbe. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the drill bit (317.160) broke when the surgeon was drilling the 1st hole for the rapidsorb at the infraorbital border during the open reduction internal fixation (orif) surgery for treating zygomatic fractures. The surgery was completed with a thirty (30) minute surgical delay. The broken parts could not detect by the echo, however the postoperative x-ray showed that there were fragments present. The fragments may be the broken parts or broken bone fragments. It is possible that the tip of the drill bit remained in the patient body. A CT will be performed on (B)(6) 2020 to confirm this. No further information is available. This report is for one 1.1mm drill bit/ stryker j-ltch with 6mm stop/ 44.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received drill bit shows that that approx. 5 mm from the fluted tip section is broken off. The broken off piece is missing (possibly remains in patients body). The shaft and coupling are otherwise still in good condition. Dimensional inspection: conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The review has shown that with 440a the correct material was used according to drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we only can assume that a mechanical overloading situation has caused the breakage of the delicate 1.1 mm drill bit. In general, please note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part number: 317.160, synthes lot number: f-17900, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 23. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.